Event description:
Customer's family member reported customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Troubleshooting was performed and pump programming and function appeared to be normal.